Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the lead was placed in the right ventricle and there was no r wave signal; only noise. The lead was moved to a second position and still no r wave signal. The physician did not deploy the screw and requested a new lead. The first lead was not used and the second lead was implanted with testing within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.